Manufacturer narrative:
The customer's complaint of "the autopulse platform (sn (B)(6) displayed user advisory (ua) 12 (lifeband not present) message" was confirmed during the functional testing and the archive data review. The technical investigation revealed the root cause of the ua12 as a malfunctioning integrated encoder gearbox, likely attributed to wear and tear. The autopulse platform was manufactured in 2017 and is six years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was noted. The archive data indicated several ua12 around the reported event date, thus confirming the customer's reported complaint. The autopulse platform failed functional testing due to ua12 displayed upon powering up, thus confirming the customer's reported complaint. To troubleshoot the cause of ua12, the zoll service technician replaced the belt clip retainer, but the ua persisted. Then, the channel diecast was replaced, but the ua persisted. The ua was cleared only after replacing the integrated encoder gearbox. Therefore, the root cause of the ua12 was a malfunctioning integrated encoder gearbox. After replacing the part, the autopulse platform passed the 15-minute run-in test without errors or faults. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 12 (lifeband not present) message. No additional information was provided. No patient involvement.